Manufacturer narrative:
This is a duplicate report of 1818910-2014-25788. 1818910-2015-18749 will be rejected. 1818910-2014-25788 will be kept for investigation purposes.

Event description:
Patient revised to address metallosis, inflammation and elevated metal ion levels: chromium: 2.89 ng/ml and cobalt: 9.78 ng/ml.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).